Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6) a device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received for g4 (combination product), h3, h6, and h11. H11: the actual sample was returned for evaluation. A visual inspection was performed, and a separation between the dark blue female connector and the light blue main body of the twist clamp was observed. The reported condition was verified. Functional testing - including leak testing, clear passage, and clamp function tests; were performed and no additional issues were identified. The cause for condition was determined to be manufacturing related caused by an inadequate solvent bond between the female connector, insert chip, and the main body. Should additional relevant information become available, a supplemental report will be submitted.